Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the center of the proximal marker band and extending approximately 12 mm distally across the balloon material. An examination of the balloon material and marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, on the second inflation the balloon ruptured at 12atm for 20 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.